Manufacturer narrative:
Medwatch mw5148889 was received on 28dec2023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that system controller stopped working during a total black out. The product did not alarm. The pump stopped working, and the patient passed out. The controller recharged and the patient regained consciousness. The physician expressed concern with the product. No additional adverse patient effects were reported. Related pump MFR 2916596-2024-00190.

Manufacturer narrative:
Per voluntary mw 5148889, the initial report elected to not be identified. Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: unknown) not working "during a total blackout" could not be confirmed. It was communicated that the controller did not alarm, the pump stopped working, and the patient passed out. It was also communicated that the controller "recharged" and the patient regained consciousness. The account and patient associated with this event were not known, and therefore additional information could not be obtained. No products were returned to abbott for evaluation. The root cause of the reported event cannot be conclusively determined through this evaluation. The device history records could not be reviewed, as the serial number of the equipment was not known. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook (rev. D) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.